Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a flat crease. A leak test and microscopic analysis was performed which identified a crack in the valve and partial delamination of the valve (adhesive failure). Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Also observed was partial delamination of the valve (adhesive failure). .

Event description:
Healthcare professional reported right side deflation. Device has been explanted.